Manufacturer narrative:
Investigation summary: one sample was received in open packaging for investigation; residual fluid was present in the line. A visual inspection confirmed the customer's experience as the tubing was received separated from the drip chamber; no obvious signs of solvent were observed at the end of the tubing at the affected joint. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the tubing during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for the provided lot number did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the product.

Event description:
It was reported bd smartsite¿ gravity set had an issue with component separation. The following information was provided by the initial reporter: "the IV tubing snapped off the chamber of the giving set..."